Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the diagnostic procedure was delayed and completed after rebooting the system 3 times. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to produce x-rays. Upon troubleshooting, the rse found that the hospital had experienced a power outage, and after the outage, the system was unable to acquire fluoroscopy images, displaying an x-ray failure error message. As per rse¿s instructions, the system was rebooted three times. After reboot, the system was returned to use in good working order. The codes were updated based on the investigation outcome.